Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ('general abnormal bleeding') and pelvic pain ('pain- pelvic') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "device monitoring procedure not performed". On (B)(6)2010, the patient had essure inserted. On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), allergy to metals ("nickel allergy"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), abdominal pain ("pain- abdominal") and back pain ("pain- back"). The patient was treated with surgery (hysterectomy (partial), (supracervical hysterectomy (uterus only) and hysterectomy (partial), supracervical hysterectomy (uterus only)). Essure was removed on (B)(6)2010. At the time of the report, the genital haemorrhage, pelvic pain, dysmenorrhoea, dyspareunia, allergy to metals, vaginal haemorrhage, menorrhagia, abdominal pain and back pain outcome was unknown. The reporter considered abdominal pain, allergy to metals, back pain, dysmenorrhoea, dyspareunia, genital haemorrhage, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 31-oct-2019: pfs received: new reporter and events abnormal bleeding (vaginal, menorrhagia), pain- pelvic, abdominal, back added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ('general abnormal bleeding') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "device monitoring procedure not performed". On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)") and allergy to metals ("nickel allergy"). The patient was treated with surgery (hysterectomy (full)). Essure was removed on (B)(6) 2010. At the time of the report, the genital haemorrhage, dysmenorrhoea, dyspareunia and allergy to metals outcome was unknown. The reporter considered allergy to metals, dysmenorrhoea, dyspareunia and genital haemorrhage to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 12-sep-2019: pfs received: reporter information was added. Previously added event ¿injury¿ was replaced with events " dysmenorrhea (cramping),dyspareunia (painful sexual intercourse), general abnormal bleeding, nickel allergy". Essure confirmation test was not performed. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.